Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic in backup vvi on (B)(6) 2018. Patient¿s nurse had previously received an alert for the backup vvi on (B)(6) 2018 but was unable to get a hold of the patient. Upon device interrogation, it was confirmed device was still in backup vvi. It is unknown the reason for the backup vvi mode. A device restoration was performed successfully. Patient was stable.